Event description:
Machine was beeping "low battery", despite being plugged in all shift. Cord was checked on the back of the machine, and it was not fully plugged in. Nurse attempted to plug in the cord to the back of the machine, felt a shock, saw a small puff of smoke, and smelled an electrical burn smell. No injury to the patient; minor 1st-2nd degree burn to rn's finger. Rn refused treatment by employee health. No visible signs of burn two days after the event. This wound vac is rental equipment from kci. A new machine was obtained and connected to the patient for continued wound treatment.====================== manufacturer response for wound vac, infovac (per site reporter).====================== they are returning the device for quality review and non-destructive testing.